Manufacturer narrative:
H4: the lot was manufactured from september 30, 2022 - october 01, 2022. H10: four (4) devices were received for evaluation. The samples were received drained of an unknown solution and labels torn off. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Inspection was performed under magnification and no particle matter was observed of all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dust was found inside a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was discovered during preparation. There was no patient involvement. No additional information is available.